Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) called this in and states that the free wheel hub spacer is wobbly and they are unable to tighten it down. He states the dealer has already replaced with parts from the inventory.